Event description:
It was reported that there was a "hole in venous line." The catheter was exchanged without incident. No ill effects to the pt were reported.

Manufacturer narrative:
An investigation has been initiated. The returned sample was forwarded to the MFR for eval. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.